Event description:
Doctor went to remove the port because it was thought to be leaking. Upon removal, it was noted that the catheter had fractured and embolized. The pt was sent to interventional radiology for removal of the port.